Manufacturer narrative:
D2: product code: dqo, kra. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Terumo medical products (tmp) (importer), registration no. 2243441, is submitting this report on behalf of terumo clinical supply co., ltd. (Manufacturer), registration no. 3009500972.

Event description:
The user facility reported that while attempting to pass the catheter through the target blood vessel, an unpleasant sensation was felt. Upon removal and inspection, a hole was discovered in the catheter.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3 and to provide the completed investigation results. Visual inspection was conducted on the returned device. The following observations were documented: a braid was exposed from the tip side of the marker. Deformation was present in the distal tip region. A perforation was observed approximately 0.4 cm from the distal tip, accompanied by resin deformation extending from the inside to the outside. Additional resin deformation was noted approximately 0.5 cm from the distal tip, also extending from the inside to the outside. A kink was identified approximately 3.5 cm from the distal tip. Crushing was observed approximately 9.9 cm from the distal tip. A simulation test was conducted to evaluate the conditions that may have led to the perforation observed on the involved device. Based on the deformation characteristics, it was considered that the perforation may have occurred due to the braid being spread by a localized internal load directed toward the proximal side. To assess this possibility, a simulation was performed using a method designed to replicate the observed perforation pattern. Simulation test details: (1) insertion of a metal rod with the catheter in a bent state sample: zizai a stainless-steel metal rod with an outer diameter of 0.35 mm (0.014 inch) was used. The sample was bent and fixed approximately 0.4 cm from the distal tip. In this bent state, the metal rod was inserted into the sample from the distal side. The metal rod was advanced until it reached the kinked portion of the sample and was then further pushed in. As a result, the metal rod pierced the kinked area, causing a perforation. Upon magnified observation of the perforated region, resin deformation was noted extending from the inside to the outside toward the proximal side, consistent with the damage observed on the involved device. (2) pressurization with the distal tip of the catheter sealed sample: progreat [?] (Device family of zizai) purified water was injected into the sample to fill the lumen. The distal portion of the sample was bent and sealed using a vise. The sealed sample was immersed in water maintained at 37°c for more than two minutes. While immersed, purified water was injected using a 1 ml syringe by manually pushing the plunger. The sample tube inflated during injection. Upon magnified observation of the inflated region, the outer layer material was torn, and permanent elongation was observed, resembling a rupture from internal pressure. This damage differed from the perforation observed on the involved device. Based on the results of simulation tests (1) and (2), the perforation observed on the involved device did not exhibit permanent elongation of the outer layer material consistent with a rupture. The damage characteristics were more consistent with a perforation caused by the insertion of a core rod. For the zizai device, visual inspections and dimensional measurements are performed by sampling each production lot. Additionally, visual inspections are conducted on all units prior to the holder assembly stage in the manufacturing process. A review of the device history records for lot number 240301550 indicated no abnormalities in the results of these inspections. No conditions were identified that could contribute to catheter deformation, such as kinking or crushing, or to catheter perforation. When the returned involved device was inspected, the following findings were observed: braid exposure from the tip side of the marker, deformation in the distal tip region, a perforation approximately 0.4 cm from the distal tip accompanied by resin deformation from the inside to the outside, additional resin deformation at approximately 0.5 cm from the distal tip, a kink at approximately 3.5 cm from the distal tip, and crushing at approximately 9.9 cm from the distal tip. Based on the results of the simulation test, the perforation observed on the involved device was consistent with damage caused by the insertion of a stainless-steel metal rod. Dimension measurements indicated that the outer diameter at approximately 3.5 cm from the distal tip was outside of the standard value. At approximately 9.9 cm from the distal tip, the short diameter of the crushed region was within the standard value, while the long diameter exceeded the standard value. Measurements of the distal and proximal regions of the device were within standard values, and no abnormalities were observed. A review of the device history records confirmed that no abnormalities were present that could contribute to catheter deformation or perforation. From the above findings, it was presumed that the catheter perforation may have occurred due to the application of internal force directed outward, such as the insertion of a guidewire. The catheter kink, crushing, and perforation observed on the involved device were considered to have occurred during use after shipment from the manufacturer.